Manufacturer narrative:
No product has been returned and the provided serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a low reading on his adc freestyle libre sensor scan. On an unspecified date, customer obtained a sensor scan of 48 mg/dl compared to a reading of 500 mg/dl obtained on an adc meter, and he experienced symptoms described as ¿dizziness, vision impairment and was no longer receptive¿. The customer was seen at a hospital and a laboratory test was performed but a comparative reading was not provided. The customer was diagnosed with hyperglycemia and treatment was rendered but the specifics of the treatment was not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading on his adc freestyle libre sensor scan. On an unspecified date, customer obtained a sensor scan of 48 mg/dl compared to a reading of 500 mg/dl obtained on an adc meter, and he experienced symptoms described as ¿dizziness, vision impairment and was no longer receptive¿. The customer was seen at a hospital and a laboratory test was performed but a comparative reading was not provided. The customer was diagnosed with hyperglycemia and treatment was rendered but the specifics of the treatment was not provided. There was no report of death or permanent impairment associated with this event.